Event description:
It was reported the charger and programmer can no longer communicate with the ipg. As a result, the patient lost stimulation on (B)(6) 2013. On (B)(6) 2013, was the last day she was able to successfully recharge the ipg. The patient will undergo surgical intervention to address the issue(s).

Manufacturer narrative:
Correction/removal reporting number:1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.